Event description:
It was reported that during spinal fusion surgery, instrument breakage occurred. The pt had very soft bone. The l5 to s1 bilateral construct was in place, and the set screw was locked down using the title2 captive hex screwdriver. The surgeon withdrew the driver but the tip was broken off and remained lodged in the screw. It could not be removed and was left in the pt. The fragment was reported to be stable. There was a 5 min delay and the procedure was completed with no further issue.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.